Manufacturer narrative:
Lot history search for the updated lot number: the lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
A reservoir was received for evaluation. Abrasion was noted on the inlet tubing of the reservoir. No functional abnormalities were noted with the reservoir. The information received indicated the device was having inflation difficulties, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, two surgeons were experiencing difficulties inflating the cylinders for several months. A surgeon estimated that this began at the beginning of 2020, and believed that it may be due to a manufacturing and/or preparation issue. The pump was explanted. It was noted that another surgeon also reported difficulties in inflating the cylinders; however, it was also noted that the issue was an isolated incident.